Manufacturer narrative:
H3: the axium prime coil was returned with the introducer sheath. The actuator interface was found to intact and attached to the coupler tube. There did not appear to be evidence of mechanical detachment using an instant detacher at this location. No bends or kinks were found with the axium prime pushwire. This is indicative that a manual detachment was not attempted. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant coil was found stretched and damaged with the polypropylene filament intact. No other anomalies were observed. The distal outer jacket was removed, and a manual detachment was then attempted by retracting the release wire and the release wire was successfully detached. The lumen stop and retainer ring were found to be visually in good condition. Based on the analysis performed, the axium prime coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached. However, the implant coil was successfully detached manually during testing. The root cause could not be determined. The implant coil was found damaged. Possible causes for coil and pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment as the device was returned without its dispenser coil. Since the instant detacher was not returned, any contributing factors of the instant detacher to the non-detachment could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that an axium coil could not be detached. No patient information or other even details were provided.

Manufacturer narrative:
B3: event date is not known. Additional information has been requested. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.